Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on bolus button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call insulin pump not working. The customer's blood glucose was 391mg/dl at the time of incident and currently 306mg/dl. Trouble shooting was performed found b button is not responding. Time was verified is advancing. Customer says that he presses the b button and nothing happens. Customer was confused with the button and he was able to get to the bolus wizard. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.